Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.30 ozf-in). Inpen passed front cap investigation. Inpen failed dialing alignment. The tick mark dose not align in the gage window when dialing multiple doses. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, inpen failed dialing alignment. The tick mark dose not align in the gage window when dialing multiple doses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported blood glucose value of 63 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-105elpkna. Troubleshooting was performed it was determined that inpen was not paired. Inpen was successfully paired. Reported issue resolved, no escalation required. Customer reported low bgscustomer reported inpen screw movement issue. Identified inpen screwdoes not move when injection/dose button is pushed. Inpen replacementinitiated. No further patient complications were reported. Mmt-105elpkna was requested and customer will discontinue to use the inpen. Customer response was the device will be returned.